Event description:
It was reported that the patient's ipg became inoperable/did not communicate with external devices following an unrelated surgery. Reportedly, the ipg was not set into surgery mode prior to the surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was inoperable. The patient recently had many CT scans and other imaging and tests without placing the device in surgery mode. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
Reportedly, therapy was confirmed post op.